Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that there was no info available other than the er320 clips locked out after procedure (jamming) and staples would not close. There was no consequence to the pt.